Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the oxygen sensor, which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator was displaying high oxygen readings. The patient was removed from the ventilator and transferred to an alternate device. There was no report of patient harm as a result of this event.